Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain. It was reported that the doctor wanted to do an MRI of the foot and the ins was depleted. A power on reset (por) was reported. The patient hadn¿t charged for about 30 days. The doctor suspected issues with recharging are because of going from a primary cell to a rechargeable and the pocket being too loose or deep until scarring has happened. The rep put the recharger on the patient and was able to get 8 coupling boxes. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue had been resolved. The patient wasn't overdischarged and it was just a dead battery. It was reported that the patient was having trouble charging but now had been able to get it at home. They were using the stimulator and the manufacturer representative (rep) was notified that morning that they were feeling much better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative (rep). It was reported that the patient had not used their ins in more than 6 months because they had charging issues and the ins was overdischarged; it was noted that the overdischarge was due to patient compliance. The rep checked under fluoroscope and telemetry was tried but failed. The issue was not resolved at the time of the report but the rep said they would meet with the patient to perform a trickle charge. The patient was scheduled for a ins battery replacement because of disuse but then cancelled to get their ins trickle charged and have a possible pocket revision. It was noted that surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they were meeting with the patient on (B)(6) 2018 to trickle charge and restart the ins. The rep noted that the pocket revision was planned to help the patient recharge easier. No further complications were reported.